Event description:
Customer alleged that they received 59 (slit knife 2.4mm angd sngl bev w/safety) with safety shields retracted. All knives have the same catalog and lot numbers. The retracted sleeves were discovered prior to surgery and there was no patient involvement.